Manufacturer narrative:
(B)(4). The omega catheter was received inside a carrier tube (hoop). The tip was stretched. The proximal and distal ends of the stent were partially deployed, which indicates the balloon was subjected to positive (inflation pressure). The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2013. It was reported that prior to a stenting treatment procedure, the shaft was damaged. As the 2.5x20mm omega stent was pulled from inventory it was noted that the catheter shaft was crushed. As there was no contact with the patient, no complications were reported; however, returned device analysis revealed the stent was partially deployed. This product is only ous approved but it is similar to an approved us device.